Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered an inappropriate commanded shock. Surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.